Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete.

Event description:
It was reported that the surgeon attempted to place a 5.0mm bolt in the 4th met through the cuboid and into the calc. The tip of the drill had snapped off in the canal of the 4th met. The drill tip was left in the bone and the surgeon was unable to perform the procedure.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.